Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On 4/13/2017, the reporter contacted animas alleging that on (B)(6) 2017, the patient was hospitalized for elevated blood glucose (bg) of ¿high¿ (>600 mg/dl) ketoacidosis (dka), moderate ketones, abdominal pain, extreme drowsiness, excess urination and difficulty waking up associated with an inaccurate delivery. The patient also reportedly discontinued pump therapy and received insulin via injection, an insertion site change, intravenous (IV) fluids and food and/or drink as treatment. Troubleshooting with customer technical support (cts) could not be completed therefore it could not be determined whether or not the total daily dose (tdd) basal history was recorded as programmed or whether the pump was delivering basal rates as it was programmed. A review of the bolus history showed that the bolus total did not match and the difference was greater than 5 percent; a cause for the bolus discrepancy could not be identified during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention because of an inaccurate delivery issue.